Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range impedance measurements on the left ventricular (lv) lead, measuring greater than 2000 ohms. It was noted the impedance measurements had been elevated for the last several months. The patient's lv lead is a non-boston scientific product. Boston scientific technical services (ts) recommended to continue to monitor the system. This crt-d system remains in service. No adverse patient effects were reported.